Event description:
A customer reported that a cartridge leaked insulin. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was able to change the cartridge and successfully resume insulin therapy, and customer technical support arranged for a replacement of the cartridge.